Event description:
Dexcom g7 repeatedly gives false low readings and has sensor issues causing loss of data. The company is well aware of these issues (there are numerous complaints among type 1 diabetes forums). Type 1 diabetics rely on these for lifesaving medical advice. This was not an issue with earlier versions of the product and happens frequently with the g7. Tonight at 4 am, dexcom alerted that blood glucose was 64. A fingerstick showed actual value was 117. After several missed readings, the dexcom then said blood glucose was 115.